Manufacturer narrative:
Manufacturer's report date: 01/27/2011. (B)(4). The customer reported, the device was discarded. Since the product was discarded, we were unable to perform an investigation, the root cause of customer's experience is unk.

Event description:
During long surgery cases, the customer reported, the pressure pump on the gravity blood set has split with frequent use and will not let more than one infusion flow. The tubing was discarded by the customer.